Event description:
Customer reported the advantage system gave a blood glucose result of 110 mg/dl at a time when he was symptomatic of hypoglycemia. Customer did not treat based on the advantage result; went to clinic. Professional meter result 5 minutes later was "high 30s, low 40's" mg/dl. Customer treated with glucose gel. Strips not available for return, replacement system sent.